Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the device was returned in two segments. The knob assembly was returned detached from the catheter. This will be considered an incidental finding, as it was not reported by the user and the catheter appeared to have been cut in half, as no signs of stretching were noted to the outer catheter. The catheter was completely separated from the distal tip, but the core wire was intact. The marker band was present. The edges of the catheter separation were jagged and stretched, likely indicating that excessive force contributed to the separation. No other anomalies were observed to the device. Functional/performance evaluation: based on the condition in which the sample was returned functional/performance evaluation could not be performed. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for material separation. Per the reported event details, a support catheter was not used during the procedure. The IFU (instructions for use) states "when using the crosser catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction." Therefore, it is possible that using the crosser catheter without a support catheter contributed to the catheter separating from the distal tip. However, the definitive root cause is unknown. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that recanalization catheter had been activated for approximately three minutes, the tip of the catheter was appeared to be off center. The procedure was completed w/th guide wire. There was no patient injury.